Manufacturer narrative:
(B)(4): eval results - mi.

Event description:
Investigator was treating a bifurcated lesion (mid lad/2nd diagonal branch segment). One endeavor sprint drug-eluting stent was implanted in the parent vessel. It was reported that the implantation was successful. A dissection is reported to have occurred. A mi is also reported to have occurred one day post procedure. The investigator indicated that the mi was definitely related to the procedure, unlikely related to the device and related to the target vessel. Patient was discharged 4 days post procedure and anginal status were reported as asymptomatic.